Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced sepsis and clavicular crush on the right ventricular (rv) lead and right atrial (ra) lead. It was also reported the rv lead exhibited low impedance. It was further reported the ra lead exhibited noise and fracture. The leads and implantable pulse generator (ipg) were explanted and replaced. No further patient complications have been reported as a result of this event.